Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that their previous implant did not work for very long. Patient said they called their healthcare provider (hcp) in late december and was told that the implant battery was dead after 2.5 years. Patient then said they went to their doctor and they said they were going to have another surgery to check all the leads, which they did and the leads were all fine. Redirected to doctor if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to clarify the previous implant did not work for very long, the hcp stated that the battery was depleted rapidly. The hcp was unknown if it was cause by the normal battery depletion. The cause of the device not working was not determined. The most likely cause of the event was unclear and possible stimulation /amplitude problem. When the hcp was asked to clarify the steps taken to resolve the issue, the hcp stated that the battery was exchanged. The hcp stated that the issue was resolved. The hcp stated that the cause of the implant dead after 2.5 was not determined. The most likely cause of the event was possible amplitude settings, however similar settings lasted longer than other. The hcp stated that the issue was resolved.